Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right ventricular lead exhibited low impedance. The device was reprogrammed. The patient was doing well post event.